Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the right ventricular cable lumen at distal region, consistent with friction to another device or feature of the patient anatomy. The etfe cables were found intact in this location. An internal insulation abrasion breaching the ring electrode cable lumen was also found at the distal region, consistent with friction to another device or feature of the patient anatomy. The etfe cables were found intact in this location.

Event description:
This report is to advise of an event observed during analysis.